Event description:
It was reported that the surgeon inserted a 22.5 diopter cq2015 three piece collamer lens and the trailing haptic tore during insertion. The reporter stated the haptic was torn by the injector. Lens was removed and replaced with no patient injury.